Event description:
As reported by the edwards clinical specialist, during a transapical transcatheter aortic valve replacement procedure with a retroflex 3 delivery system, after the 23 mm sapien transcatheter heart valve was deployed there was wide aortic insufficiency. No leaflet overhang was seen on echo and there was flow across valve. A second sapien valve was prepped. An additional (cc) of diluted contrast was added to the final prep as per physician and the valve was deployed. After the second valve was deployed the aortic insufficiency continued and the patient developed ventricular fibrillation requiring multiple defibrillator shocks converting the patient to a sinus rhythm as per anesthesiologist. Chest compression were started to help circulate some of the medication that were being administered. Cannulas were then opened for the cardiopulmonary bypass machine and the patient was placed on pump. At this, point an echo showed a flailed mitral valve leaflet with mild aortic insufficiency. The patient developed supraventricular tachycardia (svt) requiring synchronized shocks with conversion to sinus rhythm. The patient received 6 additional shocks for the similar rhythm with conversion each time to a sinus rhythm. Pressors were giving to help raise blood pressure to see if valve leaflets would move with the additional blood pressure. A multipurpose catheter was used to help manipulate the valve leaflets. After multiple attempts with the mp catheter the valve leaflets began to move. The patient developed ventricular fibrillation requiring 3 shocks before the rhythm was converted. The patient was then placed on ECMO (extracorporeal membrane oxygenation). The chest was closed and the patient was transferred to the ICU. Additional information received from the clinical specialist through investigation indicated that this patient expired sometime following the tavr procedure. The cause of death is unknown. Per the report received, the patient was prepped and draped in the usual sterile manner. The left groin was used for venous and arterial access. A thoracotomy was performed to gain access to the apex of the heart. Echo showed an annulus of 22 mm with a sinotubular junction of (stj) of 23 mm with calcium and a large septal bulge. Based on the echo measurements a 23 mm valve was chosen to help avoid some of the potential problems with a calcified stj and a septal bulge. It was decided by the operating physician that 2 additional cc's of contrast would be added to the final prep of the balloon delivery system (rf3) which brought the total volume to 20cc's. A 18 gauge perk needle was used to access the apex of the left ventricle and a wire was introduced. Echo showed mitral regurgitation (mr) beyond baseline when the wire was manipulated indicating that the wire was caught in the mitral apparatus. Multiple attempts were made to reposition wire. Once the wire was across the native aortic valve, and believed to be free of the mitral apparatus a bav was performed using the edwards 20 mm balloon. The first 23 mm sapien valve was then introduced with some mild difficulty across the native aortic valve. Before valve deployment echo showed worsening mr with pa pressures in the 90's. Through additional investigation the clinical specialist indicated, the patient's (stj) was narrow and calcified; degree of calcification is unknown. Native aortic valve root and leaflet calcification was moderate. For the first valve, image intensifier angle and coaxial alignment were good. Pre-deployment the valve was positioned 50:50, and final position post deployment was 60:40/aortic. Balloon inflation was held during deployment for = 3 seconds and there was no loss of pacing capture during deployment.

Manufacturer narrative:
Imaging for this case was requested however, to date, has not been provided to edwards lifesciences for review. The device remains implanted in the patient. The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of device. Per the sapien valve instructions for use (IFU) and the edwards sapien/rf3 training manual, aortic insufficiency, is known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, although imaging was not available for evaluation, the initial reporter indicated the image intensifier angle and coaxial alignment of the delivery system/valve was good. The balloon inflation was held during for 3 seconds, and there was no loss of pacing capture during deployment. However, per report, at the beginning of the procedure echo showed mitral regurgitation (mr) beyond baseline when the guidewire was manipulated which indicated that the guidewire was caught in the mitral apparatus. Multiple attempts were made to reposition wire. Once the wire was across the native aortic valve, and believed to be free of the mitral apparatus a bav was performed. A follow-up echo post deployment of the second valve showed a flailed mitral valve leaflet with mild aortic insufficiency. Due to the close anatomical proximity of the mitral valve and the aortic valve, it is possible the mr/flailed leaflet contributed to this patient's aortic insufficiency following deployment of the first valve. In this case, a combination of patient and procedural factors appear to have caused or contributed to these events. Additionally, no deficiencies in the IFU and training manuals are noted in relation to this event. No corrective actions are required at this time. The safety and effectiveness of the edwards sapien transcatheter heart valve with the retroflex delivery system via transapical delivery has not been established, is/are not an approved method of delivery for the sapien valve in the united states, nor is it endorsed or recommended by edwards lifesciences. This is one of three reports being submitted for this case. This report is for the first sapien transcatheter heart valve implanted. (B)(4).